Event description:
Customer reported the sensor was giving inaccurate readings. Customer's blood glucose was 200 mg/dl and sensor reading was 61 mg/dl. Then the device went off, sensor reading was 77 mg/dl and blood glucose was 31 mg/dl. Current blood glucose was 225 mg/dl and sensor was 61 mg/dl. Customer was advised how to properly calibrate the device. Customer inserts sensor in her abdomen. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.